Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Based on the complaint information provided, we are unable to determine a specific root cause of the event. The lens remains implanted. (B)(4). Lens remains implanted.

Manufacturer narrative:
Staar's medical consultant provided additional information; I do not think the line item (B)(6) 2015 was an adverse event. It was a very complex calculation on an eye with extensive prior surgery. I sent the calculation result on 1/27/15. On (B)(6) 2015 dr. (B)(6) responded saying the patient was seeing 20/25 and he wanted me to do the calculation for od. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method code (process evaluation): medical review. Results code (process result): per medical review - reportedly, the patient experienced refractive error ("hyperopic shift") following collamer lens implantation due to patient factor (capsular contraction syndrome). Lens remains implanted. According to the email correspondence between implanting surgeon and (B)(6) , dated on (B)(6) 15, this issue was known and required manual enlargement of capsulotomy as a treatment. Per (B)(6)` s opinion the refractive error was more likely caused by complex calculation due to patient eye history. The surgeon responded that patient va was 20/25 and asked for help in calculation for the fellow eye. The seriousness is based on no secondary surgical intervention performed and no loss of bcva. Device causality reflected information about patient complicated eye history combined with natural process of healing (ccs) following cataract surgery. (B)(4).

Event description:
Staar's medical consultant was contacted by dr. Snyder regarding a patient who had marked capsular contraction and hyperopic shift in both eyes. Staar's consultant recommended performing a manual enlargement of the capsulotomy helps as does anterior radial yag capsulotomy. Posterior yag capsulotomy has little affect, because of the risk of iol subluxation. I would prefer the manual method. The lens remains implanted in the left eye. See MFR# 2023826-2015-00850 for the other eye.